Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a cardiac arrest for which the device appropriately shocked the rhythm numerous times until therapy was exhausted. Due to the patient's high defibrillation thresholds, the rhythm was not converted and the physician successfully converted the rhythm after 4 external shocks were delivered. After the last external shock, telemetry could not be established and the device did not respond to a magnet. The device will replaced in the near future.